Event description:
Reporter states customer reportedly received results of 400 mg/dl and 190 mg/dl within 10 minutes on the advantage system. No blood glucose symptoms reported with these results. Reporter also states customer received results of 88 mg/dl and 198 mg/dl within 10 minutes on the advantage system. No actions taken based on device results. No quality controls used. No adverse event reported. Requested return of suspect device and replacement was sent.